Event description:
It was reported that the stent dislodged outside the patient. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right vertebral artery. A 4.0mm x 15mm x 150cm express vascular sd stent was advanced but failed to cross the lesion. When the delivery system was withdrawn and flushed, the stent fell out. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6).

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is missing and did not return for analysis. The balloon is loose and there is contrast in the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is no longer in the manufactured position and appears to have been deployed.

Event description:
It was reported that the stent dislodged outside the patient. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right vertebral artery. A 4.0mm x 15mm x 150cm express vascular sd stent was advanced but failed to cross the lesion. When the delivery system was withdrawn and flushed, the stent fell out. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in stable condition following the procedure.